Manufacturer narrative:
Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Investigator have reported this event as sever and possibly device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
Patient presented with stiffness 3 months post operation, and received glenohumeral corticosteroid injections 6 months post operation. Adverse event was listed as severe and possibly attributed to the device.